Manufacturer narrative:
Depuy still considers this investigation closed.

Event description:
Litigation papers allege that the patient has suffered sclerosis in acetabulum, bony irritation and loosening; significant abductor deficiency with tendinous insertion onto greater trochanter; significant atrophy of gluteus medius and minimus musculature; fragmentation of posterior wall and posterior column of left hip; loosening of acetabular component; scar tissue formation and cavitary defects posterior wall and ilium; abductor deficiency; leg length discrepancy and imbalance; limping and altered gait, and back, leg, ankle and knee pain and injury; damage to the tissues and structure of the hip; inflammatory and lymphocytic response to metal on metal hip implant; synovitis; mechanical complications left total hip replacement; hyperactive synovium; bursal and joint scarring; chromium and cobalt toxicity; avascular necrosis; physical pain; disfigurement, anxiety and loss of lifes pleasures as a result of the implantation with the asr hip implant.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Patient was revised to address acetabular cup loosening. **update** (B)(4) 2012 litigation papers allege that the patient has suffered sclerosis in acetabulum, bony irritation and loosening; significant abductor deficiency with tendinous insertion onto greater trochanter; significant atrophy of gluteus medius and minimus musculature; fragmentation of posterior wall and posterior column of left hip; loosening of acetabular component; scar tissue formation and cavitary defects posterior wall and ilium; abductor deficiency; leg length discrepancy and imbalance; limping and altered gait, and back, leg, ankle and knee pain and injury; damage to the tissues and structure of the hip; inflammatory and lymphocytic response to metal on metal hip implant; synovitis; mechanical complications left total hip replacement; hyperactive synovium; bursal and joint scarring; chromium and cobalt toxicity; avascular necrosis;physical pain; disfigurement, anxiety and loss of lifes pleasures as a result of the implantation with the asr hip implant. **update** (B)(4) 2012 - plaintiff's preliminary disclosure form was received, which identified part/lot information. The complaint and associated mdrs were updated.